Event description:
Patients one touch ultra meter was reading inaccurately high. Patient reported that they had been vomiting, feeling tired, and showing high ketone levels at the time of concern. Result of "hi" were obtained every two hours on the reported meter. Insulin was taken following the use of the meter. Patient's sister had taken to the hospital. The hospital meter read "440 mg/dl" and had high levels of ketones. A meter to lab comparison test was performed. The patient reported blood glucose results of "601 mg/dl" with the lifescan meter and "453 mg/dl" on laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The hospital performed a second comparison test between the hospital meter and reported meter. The hospital meter read "250 mg/dl", while the reported meter read "hi". Patient was treated with insulin at the hospital. The customer service representative was unable to troubleshoot with the patient, since they did not have the test strips that were being used during the time of concern. There was no evidence that the meter contributed to an adverse event since the patient had high symptoms, obtained high results and administered insulin as self treatment.